Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported set was primed without difficulty. An infusion of IV fluid with potassium was started. The set was found leaking right away from a nick in the tubing about 1 inch above the male luer. The packaging was found intact. There was no patient harm or medical intervention. The customer stated that no additional event or patient information is available.